Event description:
The customer reported 10 mls of fluid leaked from the coulter lh 500 hematology analyzer. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the blood sample valve (bsv) knob was loose. The fse tightened the bsv knob to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).